Manufacturer narrative:
Manufacturer narrative increased astigmatism and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime, increased astigmatism and lens rotation. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corrected data: d4 - primary unique device identifier (UDI) #: (B)(4). Additional information: b5 - the patient experienced elevated iop, refractive change overtime, increased astigmatism and lens rotation not associated with low vault. Lens remains implanted. Claim #(B)(4).

Manufacturer narrative:
H4 - device manufacture date: 27-jan-2023 corrected to 19-jan-2023. H6 - work order search: no additional similar complaint type events within associated lots were found missing from initial MDR. Claim # (B)(4).

Manufacturer narrative:
H1 - type of reportable event: serious corrected to malfunction. Claim #(B)(4).